Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 30-AUG-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER FAILED. THE FIELD SERVICE ENGINEER REPLACED THE RETRACTOR BANDS FOR THE DRAWERS AND REPLACED THE PYXIBUS MODULE CONTROLLER BOARD TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES HAD A DRAWER FAILURE. THE CUSTOMER REPORTED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES had a drawer failure.The customer reported that there was a delay in patient care.As per part investigation, it was determined that the reported drawer failure was caused by thermal damage to a retractor assembly, resulting in an overcurrent condition that blew fuse F201 on the PMC board and intermittent drawer communication, ultimately compromising drawer functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of ¿Drawer Failure¿ was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to WO: (b)(4), the BD FSE reported that replaced both retractor bands and pyxis module controller board (PMC) for the drawer. Finally, tested the drawer with pharmacy technician. During DCHU Visual Inspection: P/N: 151630-02: The part was received with no signs of physical damage, fluid ingress or missing components. P/N: 353844-01: Assembly 1: Thermal damage was detected, as it had overheating marks from contact between copper filaments. Assembly 2: No anomalies were detected. During DCHU Testing: P/N: 151630-01: DMM testing identified a blown fuse F201. Board was determined as faulty, and no functional testing was performed. P/N: 353844-01: Assembly 1: Since physical damage was detected during inspection, no testing was performed. Assembly 2: DMM detected no anomalies, but functional testing on hardware test application (HTA) did not detect the connected drawer as it showed intermittency with the connection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint is attributed to thermal damage on one ASSY RETRACTOR DWR HH CUBIE (1) that generated an overcurrent on the fuse F201 of the PCBA PMC HH which generated intermittency along with the second ASSY RETRACTOR DWR HH CUBIE (2) that ultimately compromised the drawer¿s functionality.